Event description:
The customer reported that the system intermittently displayed overload fault error messages and shut down. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage tank was replaced and a filament and generator calibration were performed. The system was then found to be operating as intended.